Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low result for sodium (na), generated by the au400e-ise clinical chemistry analyzer for one patient. The patient result was not reported out of the lab. The initial sample was repeated and higher result was obtained. Patient treatment was not affected by this event.

Manufacturer narrative:
A bci field service engineer (fse) aligned the rack feeder and barcode reader mirror. Fse ran several racks and samples without errors. A clear root cause is undetermined for this event. Change: from (B)(4) 2010 to (B)(4) 2010.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low result for sodium (na), generated by the (B)(4) clinical chemistry analyzer for one patient. The patient result was not reported out of the lab. The initial sample was repeated and higher result was obtained. Patient results are provided. Patient treatment was not affected by this event.

Manufacturer narrative:
A bci field service engineer (fse) aligned the rack feeder and barcode reader mirror. A clear root cause is undetermined for this event.